Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused burns (possible ulcers pressure) on the feet of a neonatal ICU patient.